Manufacturer narrative:
Concomitant medical products: 693558 lead was implanted on (B)(6) 2010. 6984m adaptor was implanted on (B)(6) 2010. Dtpb2d1 crt-d was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a steady increase in impedance as well as high impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.